Manufacturer narrative:
E1: patient city : (B)(6) patient country: united states

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Patient reported for low blood glucose level and was sick getting muscle spasm. The patient was hospitalized for 24 hours on (B)(6) 2024 and treated with IV insulin drip (intravenous insulin infusion. The blood glucose level 59 mg/dl was noted. No further information available.